Manufacturer narrative:
This supplemental report is being submitted to provide the investigation results. Based upon evaluation of the photos provided by the user facility, it was difficult to determine if the heat shrink remained in place throughout the duration of the procedure. However, there is potential that the heat shrink became deformed and pushed proximally preventing the linkage from properly actuating. The linkage is designed to actuate within the relief cutouts in the black heat shrink. The photo provided of the device prior to use shows the heat shrink in the proper orientation. A heavy coating of coagulated material near the proximal end of the jaws suggest heavy use which may have dislodged the heat shrink or caused sticking resulting in the reported failure. The device history records (DHR) package-level and device-level were reviewed for the concerned device. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 195 units were produced under this lot number with no associated non-conformities, reported scrap or recorded process deviations relating to the reported failure. The device was discarded by the customer and not returned to olympus for evaluation. Therefore, the exact cause of the reported event cannot be confirmed.

Manufacturer narrative:
The subject device will not be returned for evaluation as the user facility discarded the device following the procedure. Therefore the exact cause of the reported event cannot be determined. The instructions manual provides warning that indicates the following: do not activate the device while adjacent to or in contact with other metallic objects or other devices. Unintended tissue injury and/or damage to the contacted object or device may occur.

Event description:
The manufacturer was informed that during the middle of a therapeutic laparoscopic assisted vaginal hysterectomy procedure the insulation reportedly pulled off of the dissector and the jaws would not open. This occurred with two devices from the same lot number. The procedure was completed with the use of a third device. Additionally, no device fragment fell into the patient and no unexpected bleeding to the patient. There procedure was not prolonged and there was no longer stay or additional procedures required. This is for report 2 of 2.